Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. H3 other text : device not returned

Event description:
It was reported that a cartridge alarm occurred during insulin therapy. Customer's blood glucose level was displayed as "high". Customer changed the cartridge, and a correction bolus was delivered via the pump. During troubleshooting, customer reported not to have removed air from the cartridge during the load sequence.